Event description:
On (B)(6) 2012 - lumbar laminotomy, medial facetectomy, and foraminotomy l3-4, l4-5 and l5-s1 bilaterally. Lumbar facet fusion l3-4 bilaterally. Lumbar interspinous fusion l4-5. Preparation of the bone for interspinous fusion. On (B)(6) 2012 - admitted for pain 10/10 rating. Surgical scar and staples look intact. No discharge or suppuration. Assessed as multi-level facet arthropathy, stenosis and herniated lumbar disc l5-s1. Scheduled exploratory surgery for (B)(6) 2012. On (B)(6) 2012 - re-exploration and removal of previous fusion. Extension of lumbar laminotomy, medial facetectomy and foraminotomy l3-4 and l4-5. Re-fusion of l3-4 with interspinous device. Putty removed. On (B)(6) 2012 - pt reported that the wound was "leaking" and was diagnosed with an infection. An antibiotic was prescribed. On (B)(6) 2012 - follow-up stated the "majority of this problem had been resolved." On (B)(6) 2012 report received.

Manufacturer narrative:
(B)(4) was exposed to a terminal gamma irradiation dose of (11.2-13.1 kgy) on (B)(6) 2011. The dose exceeded the validated sterilization dose of 9.0 kgy for the product.